Event description:
During the endometrial ablation using the novasure, the patient's pulse dropped into the 30s. It was within the last 30 seconds of the 90 second procedure. The audible pitch of the machine at the end of the case did not change. It was determined this was due to the gas cylinder running out. The patient does run a normal pulse in the 50s.